Event description:
A customer reported a cartridge alarm 20, but there was no adverse impact to the customer's blood glucose level. Technical support confirmed consecutive cartridge alarms and resolved the issue by agreeing to send the customer a replacement pump with updated software. The customer was instructed on how to place the faulty pump into storage mode and how to return it to the company using a provided return box within ten days to avoid charges. Additionally, the customer was guided to program their settings and connect their continuous glucose monitor (cgm) to the replacement pump, and they planned to use multiple daily injections (mdi) as a backup therapy.